Event description:
Complainant alleged that the medics were attempting to defibrillate a patient, who was in full cardiac arrest. The medics delivered one 200 joule shock to the patient, but upon the delivery of the energy, the medics observed an arc. The medics then attempted to deliver a second shock at 300 joules, but the device displayed a "check electrodes" error message. The medics then changed the electrodes and defibrillated the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.